Manufacturer narrative:
Sections with additional information as of 06-apr-2026: h6: updated FDA¿s type, findings and conclusions codes. H10: complaint was forwarded to packaging and internal evaluation completed. Packaging records were reviewed, no abnormalities observed. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips (zc5743s) were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot (zd6280s). Retention strip lot tested within specifications. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for labeling issue. The customer called concerned that the test strip lot number printed on the box was different than the lot number of the vial that was actually inside of the box. Per customer the lot number on the box was zd6280 exp 2027/5/27, and the lot number of the actual vial inside was zc5743s exp 2026/1/24. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.